Manufacturer narrative:
Concomitant products: product ID 7428, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37601, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 64001, lot # n366262, implanted: (B)(6) 2013, product type adapter; product ID 3387s-40, lot # v801518, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v801518, implanted: (B)(6) 2011, product type lead; product ID 3550-09, lot # n248428, implanted: (B)(6) 2011, product type accessory; product ID 3387s-40, lot # v801518, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that the patient had a battery replaced as ¿they thought it was just about dead.¿ additional information received reported the cause of the event was the stimulation setting was at 7.5 volts. It was noted that the patient had a recurrence of obsessive compulsive disorder symptoms (ocd) and it was found the left battery was at the end-of-life. It was noted that the patient had been undergoing regular adjustments and evaluations. It was noted that the patient had a history of severe intractable obsessive-compulsive disorder (ocd). It was noted that at an appointment on (B)(6) 2013, the patient reported that following an adjustment in (B)(6) 2013, the patient began to experience a significant increase anxiety and severe exacerbation of their contamination obsessions. It was noted that it made it almost impossible for the patient to function. It was noted that the patient¿s functions had largely withdrawn from interaction outside of their home and they took little pleasure or little motivation for pursuing relations with friends. It was noted that the sudden exacerbation raised concern that one of the ins batteries might be approaching end of life. It was noted that the left implantable neurostimulator (ins) was at 2.56 volts indicating 90% discharged. It was noted that contacts 0 and 1 had impedances over 4000 before surgery, but the contacts were not being used. It was noted that the hcp thought the patient¿s sudden exacerbation in ocd if it was related to the stimulator was either the change in the settings on the right side or possible the increase efficacy of delivery on the left side. It was noted that once the new implantable neurostimulator (ins) was attached the high impedances remained, but the channels being used were unaffected. It was noted that there was no complication with surgery.